Manufacturer narrative:
Recall: 3012447612-05/10/2017-001-r. The returned driver was evaluated and was found to have a tip which twisted and fractured off. A review of the manufacturing records did not identify any issues which would have contributed to this event. The torque limiting handle which was returned with this driver was found outside of the adequate performance range, so this likely caused the driver to torque until failure. Investigation of this issue for similar events found the cause to be a result of when applying torque to tighten the closure top with the vitality torque handle and vitality t27 final driver, the vitality t27 final driver shaft twists. This twist of the driver creates a torsional spring action on the mating parts of the t27 final driver and torque handle. The repeated spring action while applying torque damages the cam and cam lobe inside the torque handle. The damaged parts inside the torque handle result in the values of torque to go out of specification.

Manufacturer narrative:
The patient weight was reported as "estimated". (B)(4). Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a final driver broke off during closure top torquing in surgery. The surgeon was able to successfully remove the driver tip from the patient. The closure tops and rod were removed and the wound was irrigated to ensure there was no debris left inside the wound. The procedure was completed using the shear-off style of closure tops, instead of the standard closure tops, and a replacement driver. There was no reported injury to the patient associated with this event and the patient did not retain any foreign material.